Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the extravascular implantable cardioverter defibrillator (ev-ICD) system was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device never met eri/rrt while implanted. Review of save to disk data by rpa quality engineering determined that there are multiple episodes with noise. R waves are very low, so this can lead to oversensing of the noise (looks like physiologic background noise). The save to disk also showed that not only did the device have numerous noise related episodes but that as a result, the device had significant charging of the hv capacitors even though only 4 shocks were delivered. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. The device passed both the functional test and longevity calculation. It was determined that the device met specifications for normal device operation and normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an extravascular implantable cardioverter defibrillator (ev-ICD) experienced premature battery depletion. Addit ionally, the extravascular (ev) lead experienced excessive noise over the past six months, low r-wave sensing in every sense configuration, and excessive oversensing. The ev-ICD was implanted on (B)(6) 2021 and had delivered less than five shocks during its lifet ime, with one being inappropriate. The remaining battery longevity was noted to be 19 months, which was considered low given the low pace and shock numbers. Diagnostic testing and troubleshooting were performed. Due to the low r-wave sensing and excessive oversensing, an ev-lead reposition is planned. If successful, a battery change would be conducted; if unsuccessful, the ev-implantable cardioverter defibrillator system will be planned to be removed and replaced with a transvenous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  ev240163 ev-lead-hv  implant date: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.